Event description:
It was reported that a 25mm portico valve was selected for an implant on (B)(6) 2022. The annular dimensions was 69.3mm. During the procedure after the device was in the final release phase, the valve migrated into the ascending aorta. A valve-in-valve procedure was required using a new 25mm portico valve, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The implant depth was 3mm of the first valve. There was mild calcification but enough to allow anchoring of the valve. The patient did not have an acute aortic angle. The 1st valve was not snared. There were no difficulties in deploying or retracting the valve. There was no tension in the delivery system at the time of final deployment. The migrated 25mm portico valve did not block any coronary arteries. No patient consequences were reported.

Manufacturer narrative:
An event of the valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Two videos were received. One video appeared to show a valve moving when fully released from the delivery system, and the other video appeared to show a valve in valve procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.